Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement product was sent to the customer. The occupation is lay user/patient.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The customer reported that the meter would not power on at all. The batteries were changed but the meter would just display "rrr" in the middle and "seconds" below it. A full-screen meter display was performed and the user could still only see "rrr" in the results field. A thermometer symbol was also visible on the lower right side of the meter. There were also indistinct markings on the other areas of the display. Previous meter readings could not be read as well.